Event description:
Event description boston scientific crm received information that during routine device evaluation, the device was interrogated and a reset message appeared. The device had reverted to vvi-65 pacing mode. The clinician was able to reset the device, however, markers no longer appeared on the screen. The patient was doing well and had not experienced any adverse effects. Bsc technical services (ts) recommended performing a memory download and bsc engineering will review the data when it arrives. This pacemaker is included in the insignia microcrystal failure mode 1 population ((B)(6) 2005). Additional information received states that this device was removed from service with a reason of normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed. No evidence of advisory issues was found in memory or operation of device.